Event description:
A customer reported a falsely high troponin I result when testing a patient sample. Repeat duplicate testing on the same sample was performed and negative values were obtained. An elevated result of the magnitude obtained might initiate cardiac catheterization. There was no report of patient harm as a result of this event.